Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they having trouble with the reservoir and tubing and rewinding the insulin pump. The customer¿s blood glucose was 177 mg/dl . Customer reports unable to exit the load reservoir process. Troubleshooting was done for reservoir and tubing process and customer did not receive complete status with next highlighted on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.